Event description:
A report was received that the patient's extension leads had eroded through the skin. Both leads and extensions were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-70, serial #: (B)(4), description: linear lead with enhanced stylet, 70cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.